Event description:
Per the audiologist, the patient reported decreasing performance when using the cochlear implant system. Impedance measurement testing showed the impedance levels to be trending downward. Reprogramming the patient's sound processor alleviated the problem. In 2008, testing at the clinic showed multiple short circuit electrodes. Results of an integrity test done two months later, were consistent with normal receiver/stimulator function with multiple short circuit electrodes. Deactivating the short circuit electrodes did not solve the problem. Explantation/reimplantation surgery is planned but had not been scheduled at the time of this report. August 25, 2008.